Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): the catheter cracked at one of the irrigation plugs when injecting nacl for post-installation irrigation. Featureless installation. No different manipulation of the catheter by the nurse compared to a standard installation complaint noticed: during / after use problem frequency: 1st time

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system - dual port 20 ga 1.25 in the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: details of complaint (reported issue): the catheter cracked at one of the irrigation plugs when injecting nacl for post-installation irrigation. Featureless installation. No different manipulation of the catheter by the nurse compared to a standard installation complaint noticed: during / after use problem frequency: 1st time.

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the photographs for evaluation. Bd received two photographs which displayed a 20g nexiva device and the unit label on the top web packaging with lot number 3044496. The photograph displayed the pink dual port adapter from a 20g nexiva device. A q-syte connector was attached to each port, which indicates that the vent plug had been removed from the straight port. A longitudinal crack was observed in the straight port. The crack passed through the threaded end of the luer adapter and ended between the two molded bumps closest to the threads. What appeared to be blood residue was observed on the external surface of the adapter and within the q-syte connectors. The reported issue was confirmed; however, the observable features on the submitted photograph did not contain enough information to identify a specific root cause of the cracked luer adapter. The damage to the luer adapter may occur during manufacturing or during use due to misalignment, over-torque, chemical degradation, or machine damage. As the device has been opened and exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.